Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 5.5 inr/1.85 inr; 4.5 inr/2.13 inr; 3.5 inr/2.32 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.